Event description:
Manufacturer's rep states pt was refilled with a drug concentration change, then presented to the emergency room later with overdose symptoms. The pt was treated with narcan and work up 12 hours later. The hcp started the pump again at half the daily dose and the pt immediately went into overdose symptoms again. Hcp stated pump has been turned off and pt is on oral medication, hcp is leaving the decision up to the pt as to whether or not the pump is removed or replaced.